Event description:
It was reported that the menu data on the external pulse generator was not readable. The generator was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment of a display issue, the liquid crystal display on the menu was missing pixels. Analysis also found that the lower case was broken, the knobs were contaminated, the side bail covers, ring cover, two case screws, the ring cover screw, the side bails and ring were missing and that the battery contacts were compressed. (B)(4).